Event description:
Date of event unknown. A set containing total parenteral nutrition (tpn) was found to be leaking under the accuslide. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.